Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. However, it was noted that visual summary analysis of the lead indicated apparent explant damage. Additional analysis comments stated that the returned lead distal segment was thoroughly analyzed electrically and visually (including destructive analysis) in an attempt to find an explanation for the high ventricular capture described in the event. There were no anomalies observed on the returned distal segment. An in-vivo insulation breach or conductor fracture was not observed during analysis. All electrical and visual analysis was within specified parameters. The lead was returned with explant damage. The full lead was not returned.

Event description:
It was reported that the right ventricular (rv) lead has had very high ventricular capture leading to premature battery depletion of the patient¿s devices. The lead and device were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. Concomitant: d314trg device implanted: 2012-(B)(6). (B)(4).